Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed the user facility not leak testing, not aspirating or flushing after patient use as required. The scope was only brushed and placed in the medivator dsd. The facility was also observed placing the scopes on top of each other following reprocessing. The ess reviewed the missing steps with the customer and recommended a reprocessing in-service. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The user facility requested a facility review summary for the evis exera iii colonvideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the review, the scope was being reprocessed incorrectly. The intended procedure had been diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the facility staff was less trained on device handling and/or reprocessing according to instructions for use (IFU). A definitive root cause cannot be identified. IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.